Manufacturer narrative:
No product will be returned for evaluation.

Event description:
In 2009, the pt reported that an e6 (mechanical) error was displayed on his infusion device in the middle of the night. He was unable to clear the error and he disconnected from the infusion device for a "few" hours. His blood glucose elevated to over 500 mg/dl. He injected 15 units of insulin via syringe prior to the report. He changed the battery and inserted an "extra heavy duty" battery. He was advised on the proper battery type to use. He inserted an aa alkaline battery into the infusion device but it was not brand new and the infusion device would not power on. He reinserted the "extra heavy duty" battery and performed the change cartridge procedure, primed the infusion tubing, and reconnected to his infusion site without error. He was advised to purchase new batteries. Further attempts to follow up with the pt were unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.